Event description:
The doctor indicated that the screw broke but was able to be removed successfully. No impact no patient as a result of this event. The implant is still in place.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unknown biomet implant, lot number unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. A certain gold-tite hexed screw (iunihg) was not returned. Since the product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is clinician uses excessive torque to place or remove restorative component on implant, clinician places implant in a patient with patient factors (e.g. Bruxism) incompatible with long-term osseointegration of implant, clinician selects implant that is unable to resist long-term occlusal loading and material selection of the product is not adequate to withstand occlusal forces, torque applied during placement/seating exceeds recommended value. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.